Event description:
It was reported that sub-acute thrombosis (sat) was present inside the stent within several days of implantation. Due to the pt's condition proper anticoagulated therapy was not provided. A balloon catheter was used to treat the blockage.